Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up. Upon device interrogation, the right atrial lead exhibited loss of sensing and high capture thresholds. The lead was explanted and replaced. The patient's condition was stable; there were no consequences.